Event description:
It was reported that this right ventricular (rv) lead is exhibiting high out of range shock impedance measurements greater than 200 ohms. It was noted that the shock impedance has been running high in the 185 ohm range for awhile and was in the 166 ohm to 170 ohm range approximately seven months ago. Boston scientific technical services (ts) provided guidance to the boston scientific field representative to check shock impedance measurements in other vectors resulting in measurements greater than 200 ohms. Ts explained that rv lead replacement is recommended as device therapy cannot be guaranteed. The representative indicated they will let the physician know. The rv lead remains in-service at this time. No patient symptoms or adverse patient effects were reported.

Manufacturer narrative:
Information indicates this lead was disposed of and will not be returned. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead is exhibiting high out of range shock impedance measurements greater than 200 ohms. It was noted that the shock impedance has been running high in the 185 ohm range for awhile and was in the 166 ohm to 170 ohm range approximately seven months ago. Boston scientific technical services (ts) provided guidance to the boston scientific field representative to check shock impedance measurements in other vectors resulting in measurements greater than 200 ohms. Ts explained that rv lead replacement is recommended as device therapy cannot be guaranteed. The representative indicated they will let the physician know. The rv lead remains in-service at this time. No patient symptoms or adverse patient effects were reported. Additional information was received that this rv lead was subsequently explanted and replaced due to high out of range shock impedance measurements. No additional adverse patient effects were reported.